Event description:
It was reported that the user received a low glucose alert while performing physical activity in the garden and self-treated the low with oral glucose prior to contacting support. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to determine a device problem or involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.